Event description:
The customer contacted philips healthcare to report that the device is alarming for asystole upon start-up of the device. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.